Event description:
The device generated a result of 44 mg/dl, without having first applied blood or control solution to the test strip. Patient's blood glucose was not affected and no tretment was received. Technical support requested the return of the suspect product and replacement product was shipped.